Event description:
It was reported, that false auto mode switching (ams) and noise was observed, on the right atrial (ra) lead, during interrogation. Isometric testing was performed, but the noise could not be reproduced. Other para meters were stable. The ra lead was capped (B)(6) 2024 and replaced without complication. Testing was within normal ranges. The patient was stable.